Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up and functioned properly. No tactile issues were observed with the keypad buttons. The display was clear and readable. The reported dim display issue was not duplicated in the investigation. Unrelated to the reported display issue, the bolus button cover was found to be torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was pixel color change to the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.